Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using cold insulin as well as mixing old and new insulin. Tandem technical support educated the customer on insulin labeling. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: residual insulin remaining in the cartridge is unusable.